Event description:
It was reported to boston scientific corporation that a resolution clip was used in the intestinal tract during an endoscopic submucosal dissection (esd) wound hemostasis procedure performed on (B)(6) 2026. During the procedure, the clip could not be deployed properly. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.